Event description:
We have used the arrow epidural catheterization kit for a number of years without incident or problem; however, recently we have noted the epidural catheter included in the kit is more elastic, stretching to the point of breakage; and has resulted in one breakage to date. Arrow epidural catheterization kit with flextip plus, open tip single-port catheter; (B)(6) 2016 inserted by crna for pain control during vaginal delivery. Break during removal.